Event description:
A 24mm diameter x 14mm diameter x 13.5cm length aneurx bifurcated stent graft was implanted for the endovascular treatment of an abdominal aortic aneurysm in a patient in november, 2001. The pt had moderate calcification and no tortuosity. It was reported that the physician deployed the stent graft without difficulties but was unable to cannulate the gate with the wire or catheter due to the patient's small aortoiliac bifurcation. The iliac bifurcation was smaller than anticipated and was approximately 14mm in diameter; therefore, the 14mm iliac limb of the bifurcated stent graft occluded the iliac bifurcation. After the main body of the stent graft was placed, the physician lost guide wire access. Due to the ipsilateral iliac occlusion, and despite repeated attempts, the physician was unable to gain access with the guide wire to deploy the contralateral limb; therefore, the physician elected to convert the patient to open surgical repair. The pt is reported to be fine and there were no additional clinical sequelae reported.